Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The pt is reportedly experiencing an increase in seizure activity; however, it is unknown whether the increase is above pre-vns baseline frequency. It was reported that the pt had falledn and broken some ribs approximately two months prior and this was the first time that device diagnostic testing had been performed since the fall. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected.